Event description:
Customer sent pump to product services with a note stating, "pump signals infusion complete about 10 hours early, but reads 3-5 cc's volume remaining. There was no patient adverse event associated with this incident according to the customer. No further information was available.